Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a procedure on an unknown date. The surgeon was putting in the cannulated screw, without checking the x-ray. They continued to drive the wire under the power screw attached to the cannulated screwdriver into the femoral head. While they did, the k-wire went through the femoral head into the abdomen. The guidewire penetrated the femoral head and went into the acetabulum and rectum which required surgical repair. Procedure was completed with an unknown delay. Patient currently needs a colostomy bag until healed. It was further reported that there appears to be something wrong with the screw. Upon inspection after insertion (via x-ray), it appears to have something in it preventing the cannula from easily moving through. This report is for a 7.3mm cannulated screw 16mm thread/75mm. This is report 2 of 2 for (B)(4).